Event description:
The device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the device was fired during the procedure. The surgeon found only 4 or 5 staples had been fired. These staples were reported to be malformed (no "b" style). There was no pt consequence. It was reported that the case was completed by using suture.

Manufacturer narrative:
H6; code 400: bent knife and wedge. Facility experienced an event with endopath endoscopic linear cutter on 4/10/97 while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 972529. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, 1/2 fired; cartridge return batch number, j00d28 and instrument number, 060. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken and condition of yoke, good. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had a cracked middle alignment finger . No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.